Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and cubex application got an error. A technical support specialist rebooted the entire cabinet and allowed the cubex application to open the drawer. D.4. The serial # was not provided therefore d.4 serial # was left blank. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer failed to open, preventing users from removing the medication hydrocodone-acetamin. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn unknown was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn unknown was performed from 28-nov-2022 to 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and cubex application got an error. A technical support specialist rebooted the entire cabinet which allowed the cubex application to open the drawer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer failed to open, preventing users from removing the medication hydrocodone-acetamin. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.